Manufacturer narrative:
Batch review performed on 29 october 2025. Gmk-sphere 02.12.e0314fl gmk-sphere tibial insert e-cross - flex 3l - 14mm (k202022) lot 2341902: (B)(4) items manufactured and released on 14-nov-2023. Expiration date: 22-oct-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year 1 month from the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and poly swap. The surgery was completed successfully.